Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/18/2016 a medtronic representative performed an imaging system check-out, all areas passed. Upon boot, imaging system pendant displaying motion calibration prompt message. "M" button pressed, and held as the message instructs, and system re-homed without issue. After re-homing was performed, imaging system functioned to expectation. System checks out to satisfaction. Imaging system performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their imaging system would not close, therefore, would not dock properly. No further details regarding the issue were provided. There was no patient present when this issue was identified.